Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) I: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI#: (B)(4) . H3: analysis of the 97745 controller (ptm) serial number (B)(6) revealed a cracked/worn/broken front case and broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was starting friday or saturday the pts equipment was not working for they could not recharge. Pt noted they had their implant (ins) for a while and when they got their message to call medtronic they knew reset the controller to get it to work again. Pt said their controller was not working when they plug it into the ac power supply. When pt attempts to recharge their ins they get call medtronic their is a problem, pt had not been able to charge ins all weekend for it said malfunction and to call medtronic. When recharging the ins the controller would go blank and not turn on until they reset the controller. During reason for call pt was trying to recreate the error message but they were recharging at excellent. During call pt examined the recharger (rtm) and said towards the paddle it had a worn spot, when examining the controller charging port one at end looked darker than the other one. The issue was not resolved. An email was sent to the repair department to replace the controller.